Event description:
It was reported by the patient's family that the patient normally has 1-1.5 seizures a month and has had a few seizures since having the device turned on to 1.75ma on day one. It is stated the seizures were shorter with better recovery time. It is stated on the physician increased the current the patient had a seizure 3 hours later. It is stated earlier this week, due to having a spontaneous seizure and reporting it to the physician, the physician brought the patient into clinic and increased the duty cycle and again the patient had a seizure within the 3 hours of the programming change. It was stated the family is concerned the seizures are related to the vns.